Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. Data analysis: on boot up on 7/1, the user got a battery level low for voltage below 50 percent confirming the complaint. The power data from the complaint date showed cell imbalance with battery 2 which caused the battery pack¿s internal electronics to shut down. Device analysis: batttest confirmed there was cell imbalance with battery 2 cell 4 and battery would not charge as a result. Root cause: the battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. E1 is unknown.

Event description:
The user facility reported that a battery failure occurred during regular check. There was no patient involvement.